Event description:
It was reported that the patient's left knee was revised due to range of motion issues. After addressing the patient's soft tissue, the surgeon exchanged a 3x9 cs insert for another 3x9 cs insert. Rep provided revision usage and a picture of the explant and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.